Event description:
The customer stated that she was hospitalized twice for high blood glucose levels after getting multiple no delivery alarms. The customer's blood glucose levels were above 500 mg/dl both times. Troubleshooting was performed. The insulin pump passed the prime and displacement tests. The customer stated that the insulin pump is exposed to electrical and magnetic fields where she works, but she grounds herself properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.